Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined conclusively. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center reported a patient came into the center complaining of pain and blurry vision in the right eye. Optometrist observed corneal tissue erosion. The reporter indicated the patient was treated with a bandage contact lens and topical steroid eye drops. Additional information received indicated this event occurred at ten days post lasik enhancement of the right eye, and reported to the manufacturer at three weeks post enhancement. No additional information available at this time.